Event description:
Reporter indicated that vns patient passed away. Exact cause of death is not known at this time. Treating neurologist has indicated that the patient had a complex partial seizure, after which patient became agitated and aggressive in their post-ictal state to the point that police had to restrain patient. There is question as to whether the patient died from suffocation or from post-ictal arrhythmia. It was reported that the patient experienced a >25% reduction in seizure with the vns therapy and that patient was receiving therapy at the time of death. The vns therapy system was not explanted. Treating neurologist has indicated that the cause of death was not related to the vns therapy system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Device diagnostic testing performed approximately three months prior to death was within normal limits, indicating proper device function at that time.